Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for replacement was due to the old ipg and it was not working properly.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
A report was received that the patient had difficulty charging ipg. It was noted that the patient¿s ipg was taking longer to charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post operatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.